Event description:
The manufacturer received information alleging a failed test occurred on a trilogy 100 ventilator. There was no report of harm or injury. The trilogy 100 ventilator was returned to the manufacturer service center for evaluation, and the customers complaint was confirmed. During the evaluation it was noted that the device failed testing for positive flow verification therefore the device was recalibrated to resolve the issue. The unit was sent for retesting and failed a test step for internal battery capacity. The device warning label was peeling and was replaced. The root cause is confirmed at this time. There were no significant events in the error log. Additionally, during the service of the device, the handle was damaged and replaced unrelated to the reportable event. The following parts were replaced for periodic maintenance: blower assembly, overhead blower filter and inlet filter. The device passed all testing.